Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report, attached photo and communication with field service engineer. According to the information provided by the technician, the nozzle unit on air gas module was broken. The issue was decided to be reported as the faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The root cause to the reported issue has been determined as expected wear and tear.

Event description:
Manufacturer's ref. #: (B)(4).